Manufacturer narrative:
(B)(4).

Event description:
At a refill visit, the expected residual pump volume was 2-3 cc; the actual volume was 16 cc. Interrogation of the pump revealed that the motor had stalled and recovered four times. It was noted that the pt was not in or near any source of emi. Per the reporter, the pt did not have any affects from the motor stalls and was doing fine. X-rays were ordered and the refill was completed. The next steps would be performed after the x-ray review. The device system was used to deliver morphine and clonidine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.